Event description:
The user informed customer information center (cic) of olympus medical systems corp. (Omsc) was informed by telephone from the user that during reprocessing with the subject device, it was found that the error e01 which indicated too long time to fill the basin with water occurred on the subject device. The cic receptionist explained to the user that the cause of the error e01 might be a clogged water filter. Then, as a result of checking the usage of the subject device by the user, it was found that more than one and a half years had passed since the last replacement of the water filter on april 2020. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc concluded that the water filter was clogged and the error e01 occurred due to the user handling, such as the water filter had not been replaced for more than one year. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.